Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient fell and subsequently the patient presented with atrial lead noise with episodes of automode switching. The noise was reproducible with arm movements. Programming changes were made and the patient will continue to be monitored.